Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). (B)(4) certified service technician tested model lap top ventilator 950. The unit passed all testing and met all (B)(4) manufacturer specifications. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported a male patient passed away while connected to model lap top ventilator 950. The mother stated the patient was eating and watching television when she noticed the patient was blue. The mother mentioned the pulse oximeter was alarming but the ventilator was not. There are no allegations of ventilator malfunction.